Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 774 mg/dl, and customer reported chest tightness. Cause was unknown. Customer attempted to address the elevated (bg) with a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and there was no permanent damage. Multiple follow up attempts were made by tandem technical support to obtain the hospital release date, however, no response was received by the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.